Manufacturer narrative:
The subject colonoscope was inspected for abnormalities by the MFR and found that the insertion section of the colonoscope did not exhibit the proper flexibility as described in the operating manuals supplied with the equipment. The manual states when inspecting an endoscope prior to use to "hold the flexible portion with both hands and allow it to go over its full length in such a way that the apex of the semi-circle with a diameter of about 200 mm gradually begins to slide. Check that the portion bends fully, and there is no local difficulty in bending it." A caution statement is included in the preparation and use section of the manual which states "caution: the use of abnormal equipment will cause the wrong diagnosis or injury. If the inspection results any abnormality, do not use the same equipment." The insertion section of the colonoscope will be replaced and returned to the customer upon obtaining satisfactory qc results.

Event description:
The gi coordinator reported, a pt perforation on a service/return notification form when the subject colonoscope was returned to the MFR for service. The pt required surgery to repair the perforation and is doing fine.